Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to a pinhole on bending section cover, water tightness was lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on bending section cover had a crack. Scratches were found throughout the device. Electrical connector had corrosion due to water leakage. Suction cylinder was shaved. Scope connector had corrosion. Objective lens had a chip. Distal end cover had a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited water leakage. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed but it was confirmed that reprocessing was not performed according to the instructions for use (IFU). The following information was provided regarding reprocessing: the device was not cleaned, disinfected, or sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Pre-cleaning information:-there was no delay to the start of pre-cleaning which was done properly. It is unknown if water and air was supplied to the air/water nozzle. Information on manual cleaning- the accessories used for reprocessing were normal. The scope was submerged in cleaning solution. The air/water nozzle was wiped or brushed with a gauze, brush, or sponge. It is unknown if liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.